Event description:
It was reported that a diagnostic anomaly was observed following a magnetic resonance imaging (MRI) scan. Abbott technical support was contacted and confirmed the event. No intervention was performed and the patient was in stable condition.